Event description:
The parent reported a sudden hearing loss with the left CI in early (b)(6) 2026. The user has been reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.